Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported false negative or weakened reactions of reagent red blood cell, cell 1 = p1 from biotestcell-p3. Cell 1=p1 is defined in the antigen table as being positive for lua+b+. The customer did not return the product sample for investigational testing nor the patient sample that had caused a false negative test result. Therefore our quality control laboratory tested their retention sample of biotestcell-p3 (cell 1), lot: 2913011-00 with bio-rad`s anti-lua, lot # 2910080-00. Negative controls, a, lua+b+ patient sample and three lua+b+ red blood cells were tested for antigenicity. All positive reactions were comparable and clearly positive (2+ pos. To 3+ pos.). We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-p3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.